Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, universal surgical manipulator (usm) 1 was malfunctioning, and a recoverable fault occurred at startup that would not recover. There nurse stated the errors displayed were 23000 and 23001. The intuitive surgical, inc. (Isi) technical service engineer (tse) was unable to view the system logs due to no network connection. Prior to calling in, the nurse had tried power cycling the system multiple times with no resolve. The surgeon was proceeding with the case using 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse calibrated universal surgical manipulator (usm) 1 through data terminal equipment (dte) and the issue was resolved. The system was tested and verified as ready for use.